Event description:
It was reported that during a low anterior resection/ abdominoperineal resection procedure, a total of two devices were used with several issues reported. The clips fell off of the jaws of the device, malformed clips were deployed, and piggyback clips. No other information is available. The case was completed using these two devices. There was no adverse consequence to the patient. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Hemorrhoidal artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Yes. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.